Manufacturer narrative:
Additional manufacuring narrative: the returned device was evaluated. External visual inspections showed no damage. When powered on an led segment did not light up. The device was able to obtain readings and alarmed audibly and visually under alarm conditions. Internal inspection showed the failed segment had an open circuit across its nodes on the system circuit board. A service history record review reveals that this unit was in the field for over eight (8) months with no previous reported issues related to this reported event.

Event description:
The customer reported missing segments on the display. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacuring narrative: the product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported missing segments on the display. No patient impact or consequences were reported.